Manufacturer narrative:
Per tandem's user guide "avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid ingress. If there are signs of fluid entry, discontinue use of the pump and contact tandem diabetes care customer technical support". The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Additionally, the pump was exposed to water. Customer's blood glucose level was 195 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.